Manufacturer narrative:
The sample was serum. No sample issues were noted. Qc and calibration data faxed by the customer appear acceptable. Service visited on (B)(6) 2011, and the field service engineer (fse) ran qc, which produced high results. The fse checked the photometer, reset power and centered alignment. The fse found wash station probe 1 bent, and replaced probe and fixed vacuum wiper. The fse checked crane a and b probes, and performed probe alignments. The fse replaced scratched mixer paddles. The fse re-calibrated triglyceride (tg) and ran qc. All calibration and qc results were acceptable with triglyceride results at the mean.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated triglyceride (tg) result generated by unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower result. There was no effect to patient treatment.